Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: during investigation, the cartridge compartment was found to be cracked. The returned cartridge cap was found to properly attach securely to the pump. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the cartridge compartment was damaged and parts were missing from the cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.